Event description:
It was reported that the customer had a low battery alert on the insulin pump. Customer's blood glucose level was 96 mg/dl. Customer was going through batteries every 2 to 3 days. Customer noticed that she just changed her battery a couple of days ago. Customer's battery indicator does not show less than 2 bars. Customer's battery did not last more than 1 week. Customer does not wear the sensor. Backlight is not used frequently. Customer stated that she only uses 20 units per day. Troubleshooting was performed and a replacement battery cap will be shipped. Customer was advised to call back if issue continues. Customer mentioned that about 10 years ago, she had issues with the pump and all of the insulin dumped into her body and she was hospitalized due to low blood glucose levels. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.